Event description:
Inop noted by nurse. Therapist noted code 6 on screen. Vent settings assist control rate 14, fi02 100%. Required ambu bagging while vent changed out. Biomed findings: unit gave an error code of 2-19/e6, ran unit through self diagnostic test. Unit failed the flow control valve test. Replaced the flow control valve with another and passed all tests.